Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The device was evaluated in the field and the issue was confirmed; there was a deformed component.  The device was repaired and returned.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot fastener unexpectedly disengaged/falsely engaged.  The paramedic was injured as a result of the event, and experienced pain. There were no adverse consequences reported regarding the patient.